Event description:
Report rec'd from USA stating the device was "making a low noises, also heats up". The device was being used during surgery. No pt or user injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. Ref: (B)(4).